Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose level of 227 (mg/dl). Reportedly, cartridge uses humalog and is changed every 3 days. During troubleshooting with tandem technical support, "slight" air bubbles were noted in the tubing. Customer delivered a correction bolus to treat bg levels. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to discuss diabetes management with health care provider.